Event description:
The service report shows that the aurdio alarm was not fuhnctioning. The co's customer support engineer (cse) verified that the alarm onluy sounded when the cse tapped on the alarm assembly. The cse inspected the device and replaced the audio alarm assembly. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.